Manufacturer narrative:
(B)(4). Date sent 2/18/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/5/2026. D4 batch #a98h6l. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 2/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of would not reverse knife automatic, difficult to open, and tissue trauma- no intervention required could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended and the remaining staples meet the staple form release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h6l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/5/2026 d4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: yes 2. Did the device deliver any staples? Yes 3. If yes, were the staples formed properly? Yes 4. If yes, was the staple line complete? Yes 5. Did the device cut? No 6. If yes, was the cut line complete? No 7. If yes, was there any issue with the cut line? Knife did not cut at all 8. Was there any difficulty opening the device jaws? Device would not open & surgeon used the manual override to open then used scissors to divide the tissue between the staple lines. No patient consequence and minimal disruption to case time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a98j6x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, it was observed that the knife would not engage and could not be opened. The manual override was used to retract the knife blade, and the procedure was completed without further issue. There were no patient consequences reported. No additional information provided.